Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with two 380cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient was diagnosed with breast implant deflation on an unspecified breast. As a result, the patient has been scheduled for breast implant removal and replacement with silicone implant on (B)(6) 2022. Since it was not specified which breast implant was deflated, both the right and left implant information will be provided. A supplemental report will be submitted when clarifying information is made available.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (Left) a manufacturing record evaluation was performed for the finished device 7659712 number, and no non-conformances were identified. Manufacturing date: (B)(6) 2018, expiration date: (B)(6) 2022. (Right) a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: oct/25/2018 expiration date: oct/24/2022 reason for device explant and/or reoperation: material rupture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, mentor became aware that the patient's date of explantation was updated to (B)(6) 2022.